Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The date of aneurysm enlargement (B)(6) 2016, will be used as an event date.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 67mm. From (B)(6) 2016 to (B)(6) 2018 the follow up scans determined that the maximum diameter of the aortic aneurysm/lesion changed in size from 74mm to 95mm. On (B)(6) 2018, an elective laparoscopic ligation of the inferior mesenteric artery for a type ii endoleak was performed. On (B)(6) 2018, the patient admitted with an epigastric pain and was diagnosed with a small bowel obstruction. According to the physician, the event is not related with a device or procedure. No treatment was required. The physician is monitoring the patient. On (B)(6) 2019, the follow up cta determined that the maximum diameter of the aortic aneurysm/lesion was 79mm.